Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Investigation summary:product inquiry stated the target device, g3 plus to be the subject product. No further associated products were reported. A physical examination could not be carried out as the device was not returned to stryker kiel. Thus, a reasonable examination and investigation was not possible. A review of the manufacturing and inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the device had been in use for a longer time (manufactured in 2010) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The reported event (¿washer where the gamma nail and the targeter meet disloged¿) could not be confirmed as the item was not received for evaluation. From previous cases we have known that the c-ring could damage/ detach during cleaning pre-operatively in the hospital. The c-ring (clamping ring) is a feature to ease nail assembly ¿ but function is still given without the c-ring. Previous complaints are known reporting a detached c-ring. In these previous cases a contribution by the design could not be excluded. Therefore a design change was performed, (B)(4) ¿ the c-ring design was changed. Internal tests confirmed the effectiveness of the new design. The new design does not prevent a c-ring detachment every time (i.e. In case of rough handling), but make a detachment more difficult. However as the item was not received, the exact root cause could not be determined. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. A review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. H3 other text : device was not returned

Event description:
During an index/primary surgery, the washer where the gamma nail and the targeter meet disloged and ended up in the patient. The washer was removed. No adverse consequence.

Event description:
During an index/primary surgery, the washer where the gamma nail and the targeter meet dislodged and ended up in the patient. The washer was removed. No adverse consequence.

Manufacturer narrative:
Revised investigation summary: product inquiry stated the target device, g3 plus to be the subject product. No further associated products were reported. A physical examination could not be carried out as the device was not returned to stryker kiel. A review of the device history could not be carried out as the lot code of the device was unknown. Thus, a reasonable examination and investigation was not possible. The reported event (¿washer where the gamma nail and the targeter meet dislodged¿) could not be confirmed as the item was not received for evaluation. From previous cases we have known that the c-ring could damage/ detach during cleaning pre-operatively in the hospital. The c-ring (clamping ring) is a feature to ease nail assembly ¿ but function is still given without the c-ring. Previous complaints are known reporting a detached c-ring. In these previous cases a contribution by the design could not be excluded. Therefore a design change was performed, ecn # 6197/07 ¿ the c-ring design was changed. Internal tests confirmed the effectiveness of the new design. The new design does not prevent a c-ring detachment every time (i.e. In case of rough handling), but make a detachment more difficult. However as the item was not received, the exact root cause could not be determined. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. A review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During an index/primary surgery, the washer where the gamma nail and the targeter meet dislodged and ended up in the patient. The washer was removed. No adverse consequence.